Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected 1 opened/used guardian sensor and performed continuity resistance test and sensor passed per specifications.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 179 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The sensor was returned for analysis.